Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 1999 - the patient underwent implant of a non-bard davol "tutoplast fascia lata" graft due to genuine stress urinary incontinence and a grade three cystocele. On (B)(6) 1999 - the patient was diagnosed with urinary retention, incontinence, cystocele and a uterocervical prolapse. The patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal enterocele repair, abdominal sacrocolpopexy with implant of a bard flat mesh, abdominal paravaginal repair, cystoscopy, placement of suprapubic catheter and ureterolysis. During this procedure it was noted by the surgeon that there was "one pair of permanent pds suture noted on the patient's left side but no pds suture were noted on the right from previous sling procedure, although there was a large amount of scar tissue occluding the entire space." On (B)(6) 2000 - the patient was diagnosed with stress urinary incontinence and underwent implant of a non-bard davol tension free suburethral sling followed by cystourethroscopy. No mention in the operative notes provided of any visualization or involvement of the previously implanted bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the date of birth for the patient. With the current information available no definitive conclusion can be made.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 1999 - the patient underwent implant of a non-bard davol "tutoplast fascia lata" graft due to genuine stress urinary incontinence and a grade three cystocele. (B)(6) 1999 - the patient was diagnosed with urinary retention, incontinence, cystocele and a uterocervical prolapse. The patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal enterocele repair, abdominal sacrocolpopexy with implant of a bard flat mesh, abdominal paravaginal repair, cystoscopy, placement of suprapubic catheter and ureterolysis. During this procedure it was noted by the surgeon that there was "one pair of permanent pds suture noted on the patient's left side but no pds suture were noted on the right from previous sling procedure, although there was a large amount of scar tissue occluding the entire space." (B)(6) 2000 - the patient was diagnosed with stress urinary incontinence and underwent implant of a non-bard davol tension free suburethral sling followed by cystourethroscopy. No mention in the operative notes provided of any visualization or involvement of the previously implanted bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.